Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs: 42530007102, tibia trabecular metal two-peg porous fxd bearing rt size e, lot# 65324331. MDR: 0001822565-2023-02165.

Event description:
It was reported the patient presented to hcp office with instability issues approximatley 6 months post implantation. The tibial implant and articulating surface were revised.